Manufacturer narrative:
Tracking #.48127. Device-a. Date sent: 12/07/1998. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry information received, visual examination and functional test, it was confirmed that the reported incident occured. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handled is welded during the assembly process.

Event description:
It was reported the devices were used during an unknown procedure. It was reported the arming button on 4 consecutive 5mm trocars would not stay down in the armed position. The circulator kept opened new trocars until they were able to arm one for the case. There was no consequence to the pt. Rep returning one device.